Event description:
During service a transducer fault occurred and unit was autocycling. The volume was out of spec. Low 25%. The unit would ot turn on with external power and inop with external power. Replaced the power board to correct the problem.